Event description:
It was reported that an asymptomatic patient was seen in clinic; the atrial lead exhibited noise. The noise was not reproducible through isometrics. No intervention was performed and the patient would be monitored.

Manufacturer narrative:
.